Manufacturer narrative:
Device was not returned to confirm a malfunction has occurred. The device serial number and manufacturing number were not provided. The complaint was received from a consumer in israel.

Event description:
A consumer reported that a philips sonicare protectiveclean powered toothbrush caught fire and burned hand. No medical intervention was reported by the consumer. No serious injury or property damage was reported.